Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was identified during patient infusion with a small volume folfusor. The pump was filled with fluorouracil and sodium chloride. The infusion was expected to run for 46 hours but the patient observed that the pump ran for 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.